Manufacturer narrative:
This report is submitted august 10, 2018.

Event description:
Per the clinic, the device was explanted for unknown reasons on (B)(6) 2018. Additional information has been requested but has not been made available as of the date of this report.